Manufacturer narrative:
(B)(6). Concomitant devices: guidewire: chevalier 14 universal fmd; balloon: 2.0*40 sleek. The product is not available for inspection. The 80 cm. Powerflex pro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at between four to five (4-5 atm.) Atmospheres during the initial inflation and was confirmed by angiography. The product was exchanged for a same size non-cordis bc to complete the procedure successfully. The procedure finished successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 99% stenosis, moderately calcified and not tortuous. An approach was made from the left common femoral artery. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was unknown: what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, did the balloon deflate normally, how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated, did the balloon re-wrap properly, did the balloon catheter kink while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17261646 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this file.

Event description:
As reported, the 80 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at between four to five (4-5 atm.) Atmospheres during the initial inflation and was confirmed by angiography. The product was exchanged for a same size non-cordis bc to complete the procedure successfully. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 99% stenosis, moderately calcified and not tortuous. An approach was made from the left common femoral artery. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was unknown: what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, did the balloon deflate normally, how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated, did the balloon re-wrap properly, did the balloon catheter kink while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available.